Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the dented outer tube and foreign material in plug of video cable section. Based on the results of the investigation, dielectric strength was inadequate due to the damaged outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dented outer tube, inadequate dielectric strength and plug of video cable section contained foreign material. There was no patient involvement.